Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. . The pioneer plus catheter was returned for evaluation. Visual inspection found a bent scanner. During functional testing, the catheter was plugged into a laboratory intrasight system, was recognized; however, failed to produce an image. Further tests were performed, but also failed the wire bond, apt, and image tests. Block h6: the probable cause of the bent scanner was likely damaged during use/handling. Strain, impact, and forces associated with use can affect the integrity of the electrical connections within the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an pioneer catheter was used in an emergent therapeutic peripheral procedure. During use, the catheter was defective. The procedure was completed with a new pioneer catheter. No patient injury report. This product problem is being reported because the catheter could not be used during an emergent case; resulting in a potential for harm due to the delay of the procedure.